Manufacturer narrative:
Currently , it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a display anomaly with their insulin pump. It was reported that the customer's display was black. It was reported that the backlight can be turned on but nothing appears on the screen. It was reported that the customer was advised that the device needed to be replaced, and that the device was out of warranty. The customer was advised to contact hospital.